Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the electrode was returned in used condition. The cable and suction tube were in good condition. The device will be sent to the manufacturer for further analysis. The supplier performed an evaluation with the following results: the device was returned on the shelf-carton box only, the active tip was used with tissue debris inside. There was some residue on the active tip surface. The suction tube had procedural residue. The device passed all electrical tests, but during functional checks of the buttons, it was noted that the ablate and mode buttons did not function at all. No continuous running of the device was noted at any time. Internal inspection showed saline ingress had occurred and significant ingress was noted around the ablate and mode buttons. This ingress is the likely cause of the non functioning buttons. As the device did not exhibit continuous activation during testing the complaint cannot be substantiated, however as the ingress was significant, this may have caused the device to run continuously during the clinical procedure. The overall complaint was not confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have not contributed to the complained issue. ¿ based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Video investigation: a video was provided to depuy synthes for evaluation. Visual inspection of the returned video showed the device activation without the buttons being pressed. The video provided was sent to the manufacturer for investigation with the following results: the fault of unexpected running is currently being looked at under CAPA and is still in investigation stage at this time. When the CAPA has progressed, we will be able to provide you more information. Our engineering team would like to investigate this further. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy surgical procedure it was observed that the vapr clplse90 electrode w hand cntrls device run unexpectedly / was automatically triggered after insertion. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.